Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: it has been received 3 sealed and 1 open sample of 10ll lot 1707010 and 6 sealed samples of 10ll lot 1705014p. On visual inspection of the samples received no foreign matter or grease can be observed in the syringes. When stopper is moved in contact with the barrel tip base, it can be observed the lubricant from barrel used during assembly process. DHR of lots 1705014p and 1707010 have been reviewed not finding any annotation or deviation regarding the alleged defect. The liquid detected by customer is lubricant (silicone) which is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso (B)(4) (max.value 0.25mg/cm2). Silicone content test is controlled in every lot during manufacturing process. On checking silicone content results performed during manufacturing process in these lots, they are within specification limits procedure (jg-500 value limits for 10ml syringes reference value: 2mg, max: 7mg). Silicone content test is performed with the 10 samples received according to procedure ((B)(4)). The results for the 10 samples are between specification limits previously mentioned. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures ((B)(4)). Process visual inspection printing (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet according to results from test done, no excess of silicone happens on the stoppers of the syringes received. Equipment used for investigation: equipment calibration analytical scale 210 g/0,0001g (B)(4)) (B)(6) 2016 / (B)(6) 2017. Evaporation chamber n/a root cause: according to results from test done, no excess of silicone happens on the stoppers of the syringes received. (B)(4).

Event description:
It was reported that foreign matter was found in the bd plastipak¿ 10ml hypodermic syringe(s) luer lok¿. There was no report of injury or medical intervention.